Event description:
On (B)(6) 2025: uromedica received an ae form from the proact pas. The ae description was acute urinary retention. The resolution was to place a foley catheter. Method used to resolve event: self cathing. On (B)(6) 2025: uromedica received another ae form from the proact pas. Patient started with retention on (B)(6) 2025. Foley placed that day. Removed (B)(6) 2025 and able to void small amounts. Clean intermittent catheterization started (B)(6) 2025. Patient was unable to pass catheters, so patient presented to ER (B)(6) 2025. Foley placed. Patient to clinic (B)(6) 2025 for cystoscopy. Cystoscopy confirmed right sided device erosion at the bladder neck. Explant performed (B)(6) 2025.